Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the arterial monitor blanked out by itself during surgery. The device was not changed out, as the monitor came back on. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.